Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient's system diagnostics recorded abnormal impedances on the lead, and the patient needed an MRI. Surgical intervention took place where the lead was explanted and replaced to address the issue. During the procedure the 2nd lead and ipg were also replaced, it is unknown why these products were replaced. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received stating the patient's system diagnostics recorded low impedances on the leads, and as a result, the patient was experiencing ineffective therapy.